Event description:
Reporter alleged obtaining a result of 292 mg/dl on the aviva system and then taking insulin. He documented that he takes 10 units of novolog three times daily and 34 units of novolin twice daily. Reporter stated that within a few minutes, his face was numb, he felt weak, was not able to move, and was having a seizure. Reporter stated an ambulance arrived fifteen minutes later, and he was hooked to an IV and "ehg" as he was taken to the hospital. Reporter stated the hospital obtained a 60 mg/dl result on their system, gave him a cat scan, an MRI, and food to raise his blood glucose levels. The timeframe between the result on his device and the hospital device was 45 minutes. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.